Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The testing found that the charger board on the system was faulty. The medtronic representative then replaced the charger board. The imaging system then passed the system checkout and was found to be fully functional. The device was returned to the manufacturer for analysis. Results stated that "board failed pcba level test. Channel d voltage is 0v from no load to full load." It was confirmed to have an electrical failure due to the charger board not being able to support voltages on one of the channels. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this (B)(4) observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since (B)(6) 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that, while outside of a procedure that after a few hours of operation, the imaging system would be unable to performed 3d scans. Initial troubleshooting was not performed though the logs were sent in for analysis. There was no patient present when this issue was identified.